Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a "clock reset" was noted on the history screen. The patient is inpatient and she, as well as the bedside staff deny hearing or seeing any alarms. The patient was connected to the pbu during the event. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.